Event description:
The nurse found the catheter broken while removing the catheter. The nurse found resistant while removing the catheter. Later, she tried to remove the catheter after using a warm bag on the arm for a while. After removing the catheter she noticed, it was broken. The catheter fragment was removed via surgery.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be field. (B)(4).